Manufacturer narrative:
Medtronic ent rep tested system and changed the passive markers on the probes, he was then able to register the demo pt. Also, a settings type was noted in the software not allowing them to load exams, once fixed system worked as intended. No impact on pt outcome reported.

Event description:
Site called during an ent case to report that the surgeon was unable to register the pt with the tracer registration method. The surgeon opted to not use the navigation system for the procedure. No impact on pt outcome reported.